Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned rx vision stent delivery system (sds) found dried contrast on the shaft and in the inflation lumen, indicating that the device was prepared for use. There was also blood visible on the shaft, in the guide wire lumen and in the tip, which is consistent with handling and suggests that the device may have been loaded onto a guide wire at some point. This is inconsistent with the reported information that the tip separation occurred during removal of the stylet. The analysis confirmed that the soft tip was separated 1.5 mm distal to the clear gap and was not returned. The fracture face at the separation was jagged and stretched for a length of 1.5 mm distal to the clear gap, which suggests that the separation may be related to tensile overload (material stress/fatigue). As a result of the damage, measurements of the inner diameter of the tip could not be taken; however, the inner diameter of the guide wire lumen up to the stretched soft tip was found to be within specification. It is possible the tip became damaged and subsequently separated from handling as the device was loaded onto a guide wire; however, this cannot be confirmed. Tip detachment can result from numerous factors including, but not limited to, manufacturing (processing and/or handling), handling during removal from packaging at the account, preparation of the sds or an interaction with accessory devices. Although unrelated to the reported tip detachment, the analysis noted that the stent implant was stationary on the tightly folded balloon, but pushed proximally for a length of 0.5 mm. However, additional information received from the account stated that the stent may have moved from further handling post-procedure. There was also a kink noted in the hypotube and a kink in the distal shaft, which also likely occurred from further handling after the procedure. This damage does not appear to be related to the reported tip detachment. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. Based on the information received with this complaint and the analysis of the returned product, a definitive cause for the reported tip separation cannot be determined; although, there does not appear to be any indication of a product quality deficiency. All stent delivery systems are 100% visually inspected online for tip damage during the manufacturing process at abbott vascular. Additionally, a sampling of units is destructively tested to verify tip pull force.

Event description:
It was reported that the soft tip of the catheter was inadvertently torn off when the tech removed the stylet. The separated soft tip was discarded by the account. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete.